Manufacturer narrative:
It was confirmed the patient had a CT scan approximately 10 years and 2 months post index procedure where the iliac artery disease progression was noted. The intervention where the limb extension was implanted occurred approximately one month later. The patient had a good result is doing fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following:product ID: etbf2816c145e, serial/lot #: (B)(6), ubd: 13-jul-2016, UDI#: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(6) ubd: 17-jun-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii sent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 10 years and 2 months post index procedure, an endurant limb was implanted due to disease progression. The patient¿s iliac artery appeared to have become ectatic over time.  Per the physician the cause of the disease progression was anatomy related due to the ectasia of the iliac artery. No additional clinical sequelae were provided, and the patient is fine.